Event description:
Phaseal injector luer lock was used to compound a doxorubicin infusion. Phaseal injector luer lock was used appropriately and detached per usual, however, needle did not fully retract and the double check pharmacist was pricked by the protruding needle through the bag when checking product.